Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of multiple cartridges. A syringe needle change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 124-125 mg/dl.